Event description:
It was reported that the lead had low impedance and a polarity switch had occurred. The lead also had pacing and sensing failure and an insulation breach was suspected. During the lead replacement ,the lead has severe adhesions so it was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: icf09b4s (B)(6) 2005. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. It was noted the rv pace impedance was steady at approximately 300 ohms through week of (B)(4) 2015, dropped out of range (<(><<)>100 x ohms) on 2015-06-09 and the rv unipolar lead impedance warning triggered on (B)(4) 2015.